Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application became frozen. No additional patient or event information is available. No product or data was provided for evaluation. However a video was provided by the patient. The provided video was evaluated and confirmed the reported event of the g5 mobile application being frozen. A root cause cannot be determined.